Event description:
It was reported that the right ventricular (rv) lead had high impedance with a possible fracture. The lead was subsequently reprogrammed and remains in the patient. A future lead revision has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter, and the right ventricular lead integrity alert. Analyst commented, beginning (B)(6) 2015, 12585 ventricular short interval counts (sic); ventricular tachycardia non sustained (vtns) episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vtns episodes and sic greater than or equal to 30 in 3 days. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv pacing impedance measured 912 ohms up from a trend in the 500-600 ohm range. Impedances continue to be high and variable, increasing to 1007 ohms (B)(6) 2015. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).